Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible due to a software issue. Technical support was contacted and the event was resolved with a firmware download. The patient was in stable condition.